Manufacturer narrative:
On (B)(6) 2016, the customer reported that while the CT system was not in clinical use, smoke with an electrical burning smell was coming from the CT suite on a brilliance ict system. The customer powered off the CT system and called philips and a hospital technical department representative for service. There was no harm to a patient, operator, or bystander. The CT system was not in clinical use during the time of this issue nor were there any hospital staff in the room when the issue occurred. The field service engineer (fse) went on site to evaluate the CT system. The fse and a hospital technical department representative evaluated the CT system to confirm the customer¿s allegation. The fse evaluated the CT system and determined that the smoke had come from the power distribution unit (pdu) ac-dc assembly. The fse stated that there was smoke that activated the smoke alarm; therefore, the fire department was dispatched to the site. There was no fire and an evacuation was not performed. The fse reported that the customer alleged a poisonous smoke in the CT suite; however, the fse confirmed that the term poisonous was the term used by the customer to describe the smoke. The smoke smell was due to the failed electrical components of the pdu. Burning smells are common symptoms of failing electrical components. The pdu covers are constructed of non-flammable materials or materials containing additives for the prevention of fire spread and gas emissions as per en (B)(4) and (B)(4). There was no harm as a result of this issue. The fse replaced the pdu assembly to resolve the issue. After part replacement, the CT system was then handed over to the customer for clinical use. The CT system is functional and in clinical use.

Manufacturer narrative:
(B)(4). Note: we have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. (B)(4).

Event description:
This complaint has been evaluated based on the information provided; there is no allegation of death or serious injury. The customer reported that an issue with the ict activated the fire alarm, there was a room full of smoke, and a smell of burnt electrical components in the room.